Manufacturer narrative:
(B)(4). Investigation summary: the analysis found that one pcee60a device was returned with no apparent damage and with two gst60t cartridges reloads present. The cartridge (b) was received unfired. The cartridge (c) was received fully fired and with the cartridge pan detached from the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. No conclusion could be reached on what may have caused the cartridge pan to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during an unknown respiratory surgery, the plastic part and the metal part of the cartridge were separated when the cartridge was removed from the device after firing. The cartridge pan was left inside the jaw and the new cartridge could not be loaded into the device. Another device was used to complete the case. There were no adverse consequences to the patient.